Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor board was replaced to address the issues.